Manufacturer narrative:
Patient age and birthdate unknown. The acist angiographic injection system, model cvi, system serial number (B)(4) was not returned for evaluation. The consumable kits used during the event were discarded and the lot numbers are not known. The system will not be returned for investigation and the cine-angiogram images are not available for clinical assessment. The doctor performing the procedure stated he accidently injected air due to not clearing the y-connector. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. This report is considered closed.

Event description:
During a percutaneous coronary intervention (pci) procedure, and after a guiding catheter replacement, a couple of cc's of air was injected into the patient. The doctor was using a teleflex y connector and forgot to bleed back the y connector. The ECG showed elevated st segment changes and the patient recovered the same day.